Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The top case was in excellent condition. Error history log review found a syringe plunger not in place error. The root cause of the reported issue was found to be a broken plunger cable. Actions were taken to mitigate the reported issue: replaced the plunger cable. Performed all functional test and passed.

Event description:
It was reported that the pump had an invalid syringe size error. No patient injury was reported.